Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outlines the process for connection of devices and include a reference guide for both visual and tone alarms including potential causes and actions to take. The patient manual outlines recommended practices for power management including expected and abnormal battery behaviors and actions to take including replacement of devices which exhibit abnormal behavior. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps and sequence for exchange of batteries and controllers are outlined. The returned unit passed visual inspection but failed functional testing. The battery exhibited early cell pair depletion which caused the cell pair voltage to drop below the minimum voltage threshold. While the exact cause of the reported event cannot be conclusively determined, functional test results unrelated to the reported event indicate that the battery in question had a cell pair not performing to its required specifications. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The hospital engineer reported that the patient was seen in clinic for routine appointment and complained that the battery is not staying connected to the controller. The battery was replaced from stock with no effect on the patient. Test analysis of the returned device found early cell pair depletion.

Manufacturer narrative:
Additional information on the analysis- one battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis was not conducted since the device failed functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due a faulty internal cell pair. Heartware has opened an internal investigation to evaluate these types of issues. The reported event could not be duplicated at the bench level. The most likely root cause of the reported event can be attributed to a faulty internal cell pair. This may result in premature power switching, and as a result, might cause the patient to perceive that the battery "is not staying connected". Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately. Based on the internal investigation and field action, no additional investigation of this event is required at this time. The most likely cause of the reported event was found to be a communication error between the controller and the batteries. No additional information will be forthcoming.